Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 150 - 160 mg/dl.